Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 21-jun-2020, UDI#: (B)(4); product ID: 97 7a260, serial/lot#: (B)(6), ubd: 06-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedance was observed on electrodes 0-7, all exceeding 10000, leading to a loss of stimulation on the day of surgery. The patient underwent a procedure to replace the leads due to the high impedance issue, with the replacement occurring on (B)(6) 2025. Troubleshooting steps included reprogramming and an impedance check. After the replacement, all impedances were within normal limits, and the patient had good coverage with stimulation. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: analysis of pli# 30 product ID# 97714 found no anomaly. Analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead found no significant anomaly. Analysis of product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead found broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.